Event description:
In 2008, the patient reported he received an e6 (mechanical error) message on his insulin infusion device. He stated he is using an alkaline battery and changed the battery today. To troubleshoot, the patient was instructed to start the 'change the cartridge' procedure. The device's piston rod did not retract fully and the device made a "funny" sound while retracting. The device then displayed an e10 (cartridge error) message. The patient was advised to switch to his backup infusion device. No blood glucose concerns were reported related to this issue. The patient did not require assistance from a healthcare professional or second party to address this issue. The product was replaced and requested to be returned for evaluation.